Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported: suture breakage. An opened box with twenty unopened samples of product code z423, lot # kj2343 were received for evaluation. The issue sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damage was noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was observed and the tested sample meet the finished goods requirements.

Event description:
It was reported that a patient underwent an excision of a basil cancer cell procedure on (B)(6) 2018 and suture was used. While suturing deep tissue in an interrupted loop, the suture broke while tying the knot. A second like suture was tried. There were no patient consequences reported.